Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
During an onsite visit, philips together with the customer, noticed that the gcx wall channel was not tightened to the wall. No pt or user harm was reported.